Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to  the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion  can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that they had received four no delivery alarms from the insulin pump. The customer had experienced a high blood glucose level of 485 mg/dl. The customer treated the high blood glucose with a shot. They reported that they went to their health care professional and they changed the settings because the customer was having low blood glucose. The caller reported that the event was resolved by changing the complete infusion and reservoir set. They had the product in question to return. The device will also be replaced and returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test,unexpected restart alarm error test,displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump had minor scratched display window.